Manufacturer narrative:
Section b2 required intervention to prevent permanent impairment/damage checked incorrectly in previous report. It has been unchecked in this report.

Event description:
The manufacturer received informaiton alleging a ventilator was alarming for a "ventilator inoperative" alarm condition and the patient required artificial respiration via a resuscitation bag. The patient was placed on another device without harm. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue.